Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the trial patient was experiencing pain in the left clavicle. The patient will undergo a second trial procedure wherein two 16 contact leads were to be placed in the epidural space, stimulating the peripheral nerves and more likely to avoid the pain sensation.